Manufacturer narrative:
On-site investigation was performed by our field service engineer. Based on technician statement, it was clarified that the device failed o2 cell/sensor test during pre-use check. During on-site visit the o2 sensor and o2 sensor cable were adjusted, but the issue persisted. After o2 sensor replacement the issue was resolved. The device was delivered to the user in working condition. We do not consider issue with failure in pre-use check which was caused by o2 sensor malfunction as a safety related, as o2 sensor is a part in inspiratory section, which is measuring device for the inspired oxygen concentration, using ultra sound technique with two ultrasonic transducers/receivers and will not affect ventilation. The decision about reporting was made in abundance of cautions based on the initially reported information, as it may be representing a reportable event. The device's logs were provided for further analysis, however they do not contain reported issue. The root cause of the o2 sensor malfunction was not determined. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model # were required. D1 - brand name previous brand name: servo-I, corrected brand name: servo-I base unit. D4 - version or model # previous version or model #: servo-I, corrected version or model #: 6487800.

Event description:
It was reported that the ventilator had an issue with o2 concentration. No more information was available. There was no patient harm reported. Manufacturer's ref. #: 934696